Event description:
Event description guidant received information that the patient presented with right ventricular (rv) impedances elevated and out-of-range and a loss of capture. The lead was fine at predischarge. The elevated impedances began last october but were not reported at that time.